Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED). The actual device was returned by the user. The customer did not send the pads in with the device. Evaluation by welch allyn could not duplicate the stated problem that the device prompts to "attach pads" when the pads were already attached. Since the reported problem could not be duplicated, the cause of the complaint could not be positively determined. The result code utilized indicates that during device testing that no failure of the device was identified and that it performed to specifications. After routine updates and maintenance, the device was fully tested and passed all performance and release testing.

Event description:
It was reported that this unit has a lead fault. Note: no indication from reporter of pt involvement.